Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 3 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 3 reported events were confirmed; the cause was traced to component failure. 1 evaluation is still in progress. Evaluation results: 3 devices were found to be affected by chipped paint. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes 4 malfunction events in which the device had paint chips missing. 4 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had paint chips missing. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 4 previously reported events are included in this follow-up record. Product return status 4 devices were received. Event confirmation status 4 reported events were confirmed. Evaluation results 4 devices were found to be affected by missing paint chips.